Event description:
It was reported that the cac adapters (ac adapter) had an unstable/poor mechanical connection, and the ventricular assist device coordinator asked the patient what happened but the patient was unable to explain. Two pioneer cac adapters were identified for the event, and it was unclear whether both corresponded to the same issue. The cac adapters were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 catalog #: 1430 / expiration date: 31-jan-2024/ serial or lot#: (B)(6) d9: no h3:no h4: mfg date: 08-dec-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.